Event description:
It was reported that a user contacted support to ask about glucose tablets after seeing a low glucose value of approximately 40 mg/dl on their monitor, which the user believed to be a false ¿compression low,¿ and the user¿s glucose subsequently rose to 66 mg/dl and was increasing. Symptoms included hypoglycemia. Outcomes included no impact to daily activities, no medical intervention, and no hospitalization. Investigation included customer interview and user education or troubleshooting regarding hypoglycemia management. Investigation of this case revealed insufficient evidence to confirm a true hypoglycemic event or a device malfunction. It was concluded that the event was a reported low glucose with unclear cause and no verified device failure.